Manufacturer narrative:
PMA/510(k) # k162717. The investigation is in progress and a follow up MDR will be submitted.

Event description:
Capture evolution partially covered esophageal stents due to lack of fluoroscopy for various reasons, most esophageal partially or fully covered stents in greece (more than 60%) are placed without fluoroscopy, guided only by the endoscopic image and the endoscope placed in parallel. These cases radiopaque markers are useless as they cannot be used¿ wouldn¿t be possible to place a highly visible yellow endoscopic marker defining the proximal end of stent to facilitate accurate stent placement, like the one we have in biliary ¿ colonic or duodenal lution stents? Especially in our fully covered evolution esophageal stents, the introducer pushing catheter is exactly the same colour ¿ grey with the stent so it is often very difficult to distinguish in the endoscopic image where is the proximal end of stent. My customers are asking for it and in my humble opinion (having been present in over than 200 cook stent placement cases providing technical support) it would be extremely helpful facilitating a lot the accurate placement. As per cc form: actually this is not a complaint, improvement suggestions from the doctors who place our evolution esophageal stents partially and fully covered ( and myself based in my experience in the operation room for technical support). In greece for various reasons fluoroscopy is not always available in endoscopy. This complaint will capture the off label use of evo-e-pc devices placed without fluoroscopy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k162717 the evolution esophageal controlled-release stent - partially covered device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint will capture the user error the use of evo-e-pc devices placed without fluoroscopy. As the evolution biliary device is from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evolution esophageal devices are subjected to a visual inspection and functional checks to ensure device integrity. The instructions for use which accompanies this device states the following ¿ using fluoroscopic guidance , introduce and advance the introduction system in short increments over the pre-positioned wire guide into the esophagus it is known this device was placed with fluoroscopy as per customer feedback ¿due to lack of fluoroscopy for various reasons, most esophageal partially or fully covered stents in greece (more than 60%) are placed without fluoroscopy, guided only by the endoscopic image and the endoscope placed in parallel¿ there is evidence to suggest that the customer did not follow the instructions for use. A definitive root cause of user error could be determined from the available information. From the journal article it is known that the user has not complied with the requirements of the IFU and/label. According to the information available the customer placed the stents without the use of fluoroscopic guidance. Complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to cancellation of file. On completion of this investigation on 28-may-2023 this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. The overall risk has been assessed as low risk. No reporting malfunction precedence exists for this complaint event for this product family. No risk/ low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.